Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; a3; b4; b5; d1; d2; d4; d6; d9; d10; g1; g3; g4; g6; h1; h2; h4; h6. D10: concomitant medical products, part (lot): -00434903603(63842343). Associated product information: -47430906125(63141840). -00434901500(63869345). -0104223036(2919958). -0104223027(2932864). -00434903611(63934555). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure. Subsequently, the patient is being considered for a pmi product due to pain with onset on an unknown day, with inconsistent returns to the physician. Imaging apparently show that the patient is experiencing scapular notching. The patient has not been scheduled for a revision, and due to her past medical history may not get cleared for another procedure. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): unknown, tm reverse stem(unknown). Unknown, tm reverse baseplate(unknown). Unknown, tm reverse glenosphere(unknown). H6: proposed annex g code - mechanical (g04) - stem. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day. Attempts have been made, and no further information has been provided.